Manufacturer narrative:
Baxter received and evaluated the device. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported device did not alarm downstream occlusion, which was reproduced during evaluation and found to be caused by an out of specification tubing guide. The downstream tubing guide was adjusted to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed to detect a downstream occlusion during therapy (medication, dose, programmed amount and delivery rate unknown) in the general patient ward. There was no patient injury or medical intervention associated with this event. No additional information is available.